Event description:
It was reported that, while hospitalized, the customer's insulin pump was experiencing no delivery and motor error alarms. Her blood glucose was unknown at the time of reporting, but was 414mg/dl at the time of hospitalization. She was advised to revert to her back up plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. No excessive no delivery alarms noted. Motor tested ok. (B)(4).